Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450-451 mg/dl with moderate ketone levels; cause was not known. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Subsequently, customer was admitted into the emergency room (ER) and was treated with multiple dose injections. Customer was released from the hospital on (B)(6) 2022 with the issue resolved. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, and infusion set cannula, and insulin in use at the time of event.